Event description:
As reported on 02/26/2017 the following was reported and is associated with phasix st study dvl-he-017: it is reported that on (B)(6) 2016 the patient was implanted with a bard phasix st hernia mesh during the repair of an epigastric and umbilical hernia of swiss cheese type configuration using robotic assisted intra abdominal technique. As reported, the patient¿s post-operative epigastric pain was not adequately controlled with norco after the discontinuation of IV dilaudid on (B)(6) 2016. The patient was switched from norco to oxycodone in pm of (B)(6) 2016 and was kept overnight for observation to ensure adequate pain management. Pain control improved by am of (B)(6) 2016 and the patient was discharged that day. This adverse event has been assessed by the study as mild in severity, possibly related to the phasix st hernia mesh device and definitely related to the hernia repair procedure. Addendum: on (B)(6) 2018 the patient was evaluated during a physical exam and diagnosed with a hernia recurrence. On (B)(6) 2018 the patient underwent laparoscopic repair of a recurrent, incisional hernia with a davol ventralight st mesh. The operative report notes "all of the prior mesh from the abdominal wall" was removed prior to placement of the new mesh. The hernia recurrence has been assessed per the clinician as mild in severity, definitely related to the device and definitely related to the procedure.

Manufacturer narrative:
This is an addendum to the initial emdr to document the receipt of additional information regarding the patient's clinical course. Based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's post operative course. The clinician has noted the recurrence to be definitely related to the device. However, hernia recurrence is a known inherent risk of hernia repair surgery. Recurrence and post operative pain are listed in the adverse reaction section of the instructions-for-use as possible complications. Additionally, a review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time a definitive conclusion can not be made, however, the hernia recurrence is most likely associated with a known inherent risk of the procedure and not the medical device. If additional information is provided a supplemental emdr will be submitted.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Post operative pain is identified in the adverse reaction section of the IFU as a possible complication. Based on the information provided, it appears that the patient was experiencing post operative pain related to the hernia repair surgery, however at this time no definitive conclusion can be made. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported and is associated with (B)(6): it is reported that on (B)(6) 2016 the patient was implanted with a bard phasix st hernia mesh during the repair of an epigastric and umbilical hernia of swiss cheese type configuration using robotic assisted intra abdominal technique. As reported, the patient¿s post-operative epigastric pain was not adequately controlled with norco after the discontinuation of IV dilaudid on (B)(6) 2016. The patient was switched from norco to oxycodone in pm of (B)(6) 2016 and was kept overnight for observation to ensure adequate pain management. Pain control improved by am of (B)(6) 2016 and the patient was discharged that day. This adverse event has been assessed by the study as mild in severity, possibly related to the phasix st hernia mesh device and definitely related to the hernia repair procedure.